Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing issues with the device, which would no longer inflate, with evidence of fluid loss. Imaging showed a deflated reservoir, and during surgery, the physician observed that one of the tubes to the cylinder was severed. The damage was suspected to be the result of normal wear and tear over time. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.